Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were forming but not completely. The surgeon had to pull the clips off the tissue. Some of the clips were falling off the tissue, but were retrieved. A second device was used to complete the procedure with no patient consequence.